Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("strong pelvic and abdominal pain in fallopian tubes direction / constant pain"), abdominal pain ("strong pelvic and abdominal pain in fallopian tubes direction"), post procedural haemorrhage ("genial bleeding for 3 weeks after essure insertion (different from menstrual pattern)") and uterine cancer ("beginning of uterine cancer due to essure complications") in a female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included diazepam (diazepan) since (B)(6) 2015 and ibuprofen since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain radiating to legs"), gait disturbance ("difficulty to walk due to numbness and weakness in legs"), hypoaesthesia ("difficulty to walk due to numbness and weakened in legs"), muscular weakness ("difficulty to walk due to numbness and weakened in legs"), decreased appetite ("absence of appetite"), dysgeusia ("metalic taste in mouth"), nausea ("nausea"), vomiting ("vomit"), headache ("strong headaches with loss of balance") and balance disorder ("strong headaches with loss of balance"). On (B)(6) 2018, the patient experienced scar ("scar from removal surgery"). On an unknown date, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced emotional distress ("emotional distress"), coital bleeding ("bleeding during sexual intercourse") and depression ("depressive"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, abdominal pain, back pain, gait disturbance, hypoaesthesia, muscular weakness, decreased appetite, dysgeusia, nausea, vomiting, headache, balance disorder, emotional distress, procedural pain, coital bleeding and depression outcome was unknown and the uterine cancer and scar had not resolved. The reporter considered abdominal pain, back pain, balance disorder, coital bleeding, decreased appetite, depression, dysgeusia, emotional distress, gait disturbance, headache, hypoaesthesia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, procedural pain, scar, uterine cancer and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: essure was well placed. Further company follow-up with the lawyer or consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic and abdominal pain in fallopian tubes direction / constant pain'), abdominal pain lower ('strong pelvic and abdominal pain in fallopian tubes direction'), post procedural haemorrhage ('genital bleeding for 3 weeks after essure insertion (different from menstrual pattern)') and uterine cancer ('beginning of uterine cancer due to essure complications') in a female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included diazepam (diazepan) from (B)(6) 2015 to (B)(6) 2015 and ibuprofen from (B)(6) 2015 to (B)(6) 2015 for permanent contraceptive tubal implant. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lumbar pain radiating to legs"), headache ("strong headaches with loss of balance") with balance disorder, gait disturbance ("difficulty to walk due to numbness and weakness in legs"), hypoaesthesia ("difficulty to walk due to numbness and weakness in legs"), muscular weakness ("difficulty to walk due to numbness and weakness in legs"), decreased appetite ("absence of appetite"), dysgeusia ("metalic taste in mouth"), nausea ("nausea") and vomiting ("vomit"). On (B)(6) 2018, the patient experienced scar ("scar from removal surgery"). On an unknown date, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced coital bleeding ("bleeding during sexual intercourse"), emotional distress ("emotional distress") and depression ("depressive"). The patient was treated with surgery (bliateral salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, abdominal pain lower, back pain, headache, coital bleeding, gait disturbance, hypoaesthesia, muscular weakness, decreased appetite, dysgeusia, nausea, vomiting, emotional distress, procedural pain and depression outcome was unknown and the uterine cancer and scar had not resolved. The reporter considered abdominal pain lower, back pain, coital bleeding, decreased appetite, depression, dysgeusia, emotional distress, gait disturbance, headache, hypoaesthesia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, procedural pain, scar, uterine cancer and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: essure was well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic and abdominal pain in fallopian tubes direction / constant pain'), device breakage ('ultrasound shown essure device fragment on the left with myometrial embedded'), embedded device ('ultrasound shown essure device fragment on the left with myometrial embedded'), abdominal pain lower ('strong pelvic and abdominal pain in fallopian tubes direction'), post procedural haemorrhage ('genital bleeding for 3 weeks after essure insertion (different from menstrual pattern)') and uterine cancer ('beginning of uterine cancer due to essure complications') in a 28-year-old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tuberculosis in 2012, human papilloma virus test positive (cervix cauterization (date unknown)) in 2004, menarche (12 years-old) in 1999, parity 2, umbilical hernia repair and meat allergy. Previously administered products included for an unreported indication: microvlar. Concurrent conditions included premenstrual syndrome and colic. Concomitant products included diazepam (diazepan) from (B)(6) 2015 to (B)(6) 2015 and ibuprofen from (B)(6) 2015 to (B)(6) 2015 for permanent contraceptive tubal implant as well as bromopride (bromoprida) since (B)(6) 2018, cefazolin (cefazolina) since (B)(6) 2018, diclofenac potassium (lfm diclofenaco de potassio) since (B)(6) 2018, ketoprofen (cetoprofeno) since (B)(6) 2018, metamizole sodium (dipirona) since (B)(6) 2018, omeprazole (omeprazol) since (B)(6) 2018, ondansetron hydrochloride (cloridrato de ondansetrona) since (B)(6) 2018 and simeticone (simeticona) since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lumbar pain radiating to legs"), headache ("strong headaches with loss of balance") with balance disorder, gait disturbance ("difficulty to walk due to numbness and weakness in legs"), hypoaesthesia ("difficulty to walk due to numbness and weakness in legs"), muscular weakness ("difficulty to walk due to numbness and weakness in legs"), decreased appetite ("absence of appetite"), dysgeusia ("metalic taste in mouth"), nausea ("nausea") and vomiting ("vomit"). On (B)(6) 2018, the patient experienced varicose veins pelvic ("pelvic varices"). On (B)(6) 2018, the patient experienced scar ("scar from removal surgery"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion medically significant), device expulsion ("ultrasound shown essure device fragment on the left with myometrial embedded"), complication of device removal ("ultrasound shown essure device fragment on the left with myometrial embedded"), coital bleeding ("bleeding during sexual intercourse"), emotional distress ("emotional distress"), depression ("depressive"), salpingitis ("mild chronic salpingitis"), dysmenorrhoea ("menstrual colic / hevy colic"), heavy menstrual bleeding ("heavy menstrual flow with coagula"), premenstrual syndrome ("heavy premenstrual syndrome"), vaginal haemorrhage ("vaginal bleeding"), pain in extremity ("leg pain"), dyspareunia ("dyspareunia"), the first episode of cervicitis ("moderate chronic cervicitis"), adenomyosis ("adenomyosis") and the second episode of cervicitis ("moderate chronic cervicitis") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (bliateral salpingectomy, essure removal via bliateral salpingectomy on (B)(6) 2018 00:00 and fragmented essure removal via total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, device breakage, embedded device, abdominal pain lower, device expulsion, complication of device removal, back pain, headache, coital bleeding, gait disturbance, hypoaesthesia, muscular weakness, decreased appetite, dysgeusia, nausea, vomiting, emotional distress, procedural pain, depression, salpingitis, varicose veins pelvic, dysmenorrhoea, premenstrual syndrome, vaginal haemorrhage, pain in extremity, dyspareunia, adenomyosis and the last episode of cervicitis outcome was unknown, the uterine cancer and scar had not resolved and the heavy menstrual bleeding was resolving. The reporter considered abdominal pain lower, adenomyosis, back pain, coital bleeding, complication of device removal, decreased appetite, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, emotional distress, gait disturbance, headache, heavy menstrual bleeding, hypoaesthesia, muscular weakness, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, procedural pain, salpingitis, scar, uterine cancer, vaginal haemorrhage, varicose veins pelvic, vomiting, the first episode of cervicitis and the second episode of cervicitis to be related to essure. The reporter commented: essure placement was performed on (B)(6) 2015 without complications 5 coils in left and right tubes and removal via bilateral salphingectomy was also performed on (B)(6) 2018, a 2nd surgery was done via total hysterectomy on (B)(6) 2020 to to removal fragmented essure. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2018: 15 u/l; on (B)(6) 2020: 5 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2018: 17 u/l; on (B)(6) 2020: 12 u/l. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2018: 0.83 mg/dl; on (B)(6) 2020: 0.8 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2018: 87 mg/dl; on (B)(6) 2020: 83.40 mg/dl. Blood grouping - on (B)(6) 2018: o positive. Blood heavy metal test - on (B)(6) 2020: serum nickel blood lower than 2 g/l ( reference not exposed lower than 2 g/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 4.02 mmol/l. Blood pressure measurement - on (B)(6) 2018: 112x77 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 140 mmol/l. Blood urea (10 - 45 mg/dl) - on (B)(6) 2018: 28 mg/dl; on (B)(6) 2020: 17.1 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2018: 36.4 degrees celsius. C-reactive protein (5.0 mg/dl) - on (B)(6) 2020: 0.42 mg/dl. Chest x-ray - on (B)(6) 2018: unremarkable; on (B)(6) 2020: unremarkable. Full blood count - on (B)(6) 2018: normal ranges; on (B)(6) 2020: normal ranges. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2020: 12.00 u/l. Hiv test - on (B)(6) 2018: negative; on (B)(6) 2020: negative. Heart rate (beats/min) - on (B)(6) 2018: 63 beats/min. Hepatitis b antibody - on (B)(6) 2020: negative. Hepatitis c antibody - on (B)(6) 2020: negative. Human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2018: negative; on (B)(6) 2020: negative. Oxygen saturation (%) - on (B)(6) 2018: 100 %. Pathology test - on (B)(6) 2018: material: right and left uterine tube mascroscopy right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa, when cuts show virtual light, left uterine tube measuring 3.5x1.0 cm with smooth and shiny serosa, when cut shows virtual light conclusion mild chronic salpingitis; on (B)(6) 2020: material: uterus mascroscopy cervix measuring 3.6x3.53.4 cm, with brownish and wrinkled ectocervix. The outer orifice is cleft, measuring 1.6 cm. When cutting, the endocervical canal is pervious, with a grooved endocervix. Uterine body 6.4 measuring 6.0x6.02.5 cm covered by smooth and shiny serosa. In the cuts, the endometrial cavity is centralized with a 0.2 cm thick pink endometrium. The myometrium is brown and fasciculate. Conclusion moderate chronic cervicitis - presence of squamous metaplasia, proliferative pattern endometrium - adenomyosis. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2020: 217 10*3/mm3. Respiratory rate - on (B)(6) 2018: 20. Smear test - on (B)(6) 2018: benign reactive or reparative cell changes, inflammation, conclusion negative for malignant neoplastic cells; on (B)(6) 2019: benign reactive or reparative cell changes: inflammation. Conclusion: negative for malignant neoplastic cells. Ultrasound abdomen - on (B)(6) 2020: unremarkable. Ultrasound scan - in (B)(6) 2015: essure was well placed; on (B)(6) 2016: essure was well placed; on (B)(6) 2017: essure was well placed. Ultrasound scan vagina - on (B)(6) 2018: presence of bilaterally positioned essure device, pelvic varices; on (B)(6) 2020: ultrasound shown essure device fragment on the left with myometrial embedded, pelvic varices on left, essure not visualized on right side.. Urine analysis - on (B)(6) 2018: normal range; on (B)(6) 2020: normal range. White blood cell analysis - on (B)(6) 2018: normal ranges; on (B)(6) 2020: normal ranges. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic and abdominal pain in fallopian tubes direction / constant pain'), device breakage ('ultrasound shown essure device fragment on the left with myometrial embedded'), embedded device ('ultrasound shown essure device fragment on the left with myometrial embedded'), abdominal pain lower ('strong pelvic and abdominal pain in fallopian tubes direction'), post procedural haemorrhage ('genital bleeding for 3 weeks after essure insertion (different from menstrual pattern)') and uterine cancer ('beginning of uterine cancer due to essure complications') in a 28-year-old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tuberculosis in 2012, human papilloma virus test positive (cervix cauterization (date unknown)) in 2004, menarche (12 years-old) in 1999, parity 2, umbilical hernia repair and food allergy. Previously administered products included for an unreported indication: microvlar. Concurrent conditions included premenstrual syndrome and colic. Concomitant products included diazepam (diazepan) from (B)(6) 2015 to (B)(6) 2015 and ibuprofen from (B)(6) 2015 to (B)(6) 2015 for permanent contraceptive tubal implant as well as bromopride (bromoprida) since (B)(6) 2018, cefazolin (cefazolina) since (B)(6) 2018, diclofenac potassium (lfm diclofenaco de potassio) since (B)(6) 2018, ketoprofen (cetoprofeno) since (B)(6) 2018, metamizole sodium (dipirona) since (B)(6) 2018, omeprazole (omeprazol) since (B)(6) 2018, ondansetron hydrochloride (cloridrato de ondansetrona) since (B)(6) 2018 and simeticone (simeticona) since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lumbar pain radiating to legs"), headache ("strong headaches with loss of balance") with balance disorder, gait disturbance ("difficulty to walk due to numbness and weakness in legs"), hypoaesthesia ("difficulty to walk due to numbness and weakness in legs"), muscular weakness ("difficulty to walk due to numbness and weakness in legs"), decreased appetite ("absence of appetite"), dysgeusia ("metalic taste in mouth"), nausea ("nausea") and vomiting ("vomit"). On (B)(6) 2018, the patient experienced varicose veins pelvic ("pelvic varices"). On (B)(6) 2018, the patient experienced scar ("scar from removal surgery"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion medically significant), device expulsion ("ultrasound shown essure device fragment on the left with myometrial embedded"), complication of device removal ("ultrasound shown essure device fragment on the left with myometrial embedded"), coital bleeding ("bleeding during sexual intercourse"), emotional distress ("emotional distress"), depression ("depressive"), salpingitis ("mild chronic salpingitis"), dysmenorrhoea ("menstrual colic / hevy colic"), heavy menstrual bleeding ("heavy menstrual flow with coagula"), premenstrual syndrome ("heavy premenstrual syndrome"), vaginal haemorrhage ("vaginal bleeding"), pain in extremity ("leg pain"), dyspareunia ("dyspareunia"), the first episode of cervicitis ("moderate chronic cervicitis"), adenomyosis ("adenomyosis") and the second episode of cervicitis ("moderate chronic cervicitis") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (bliateral salpingectomy, essure removal via bliateral salpingectomy on (B)(6) 2018 00:00 and fragmented essure removal via total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, device breakage, embedded device, abdominal pain lower, device expulsion, complication of device removal, back pain, headache, coital bleeding, gait disturbance, hypoaesthesia, muscular weakness, decreased appetite, dysgeusia, nausea, vomiting, emotional distress, procedural pain, depression, salpingitis, varicose veins pelvic, dysmenorrhoea, premenstrual syndrome, vaginal haemorrhage, pain in extremity, dyspareunia, adenomyosis and the last episode of cervicitis outcome was unknown, the uterine cancer and scar had not resolved and the heavy menstrual bleeding was resolving. The reporter considered abdominal pain lower, adenomyosis, back pain, coital bleeding, complication of device removal, decreased appetite, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, emotional distress, gait disturbance, headache, heavy menstrual bleeding, hypoaesthesia, muscular weakness, nausea, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, procedural pain, salpingitis, scar, uterine cancer, vaginal haemorrhage, varicose veins pelvic, vomiting, the first episode of cervicitis and the second episode of cervicitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placement was performed on (B)(6) 2018 without complications 5 coils in left and right tubes and removal via bilateral salphingectomy was also performed on (B)(6) 2018, a 2nd surgery was done via total hysterectomy on (B)(6) 2020 to to removal fragmented essure. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2018: 15 u/l; on (B)(6) 2020: 5 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2018: 17 u/l; on (B)(6) 2020: 12 u/l. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2018: 0.83 mg/dl; on (B)(6) 2020: 0.8 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2018: 87 mg/dl; on (B)(6) 2020: 83.40 mg/dl. Blood grouping - on (B)(6) 2018: o positive. Blood heavy metal test - on (B)(6) 2020: serum nickel blood lower than 2 g/l ( reference not exposed lower than 2 g/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 4.02 mmol/l. Blood pressure measurement - on (B)(6) 2018: 112x77 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 140 mmol/l. Blood urea (10 - 45 mg/dl) - on (B)(6) 2018: 28 mg/dl; on (B)(6) 2020: 17.1 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2018: 36.4 degrees celsius. C-reactive protein (5.0 mg/dl) - on (B)(6) 2020: 0.42 mg/dl. Chest x-ray - on (B)(6) 2018: unremarkable; on (B)(6) 2020: unremarkable. Full blood count - on (B)(6) 2018: normal ranges; on (B)(6) 2020: normal ranges. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2020: 12.00 u/l. Hiv test - on (B)(6) 2018: negative; on (B)(6) 2020: negative. Heart rate (beats/min) - on (B)(6) 2018: 63 beats/min. Hepatitis b antibody - on (B)(6) 2020: negative. Hepatitis c antibody - on (B)(6) 2020: negative. Human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2018: negative; on (B)(6) 2020: negative. Oxygen saturation (%) - on (B)(6) 2018: 100 %. Pathology test - on (B)(6) 2018: material: right and left uterine tube mascroscopy right uterine tube measuring 6.0x1.0 cm with smooth and shiny serosa, when cuts show virtual light, left uterine tube measuring 3.5x1.0 cm with smooth and shiny serosa, when cut shows virtual light conclusion mild chronic salpingitis; on (B)(6) 2020: material: uterus mascroscopy cervix measuring 3.6x3.53.4 cm, with brownish and wrinkled ectocervix. The outer orifice is cleft, measuring 1.6 cm. When cutting, the endocervical canal is pervious, with a grooved endocervix. Uterine body 6.4 measuring 6.0x6.02.5 cm covered by smooth and shiny serosa. In the cuts, the endometrial cavity is centralized with a 0.2 cm thick pink endometrium. The myometrium is brown and fasciculate. Conclusion moderate chronic cervicitis - presence of squamous metaplasia, proliferative pattern endometrium - adenomyosis. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2020: 217 10*3/mm3. Respiratory rate - on (B)(6) 2018: 20. Smear test - on (B)(6) 2018: benign reactive or reparative cell changes, inflammation, conclusion negative for malignant neoplastic cells; on (B)(6) 2019: benign reactive or reparative cell changes: inflammation. Conclusion: negative for malignant neoplastic cells. Ultrasound abdomen - on (B)(6) 2020: unremarkable. Ultrasound scan - in (B)(6) 2015: essure was well placed; on (B)(6) 2016: essure was well placed; on (B)(6) 2017: essure was well placed. Ultrasound scan vagina - on (B)(6) 2018: presence of bilaterally positioned essure device, pelvic varices; on (B)(6) 2020: ultrasound shown essure device fragment on the left with myometrial embedded, pelvic varices on left, essure not visualized on right side.. Urine analysis - on (B)(6) 2018: normal range; on (B)(6) 2020: normal range. White blood cell analysis - on (B)(6) 2018: normal ranges; on (B)(6) 2020: normal ranges. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2021: the follow information were updated primary's reporter, patient's details, historical drug, medical history, lab data, other concomitant products, chronic salpingitis, pelvic ,varices, bleeding menstrual heavy, pain menstrual, vaginal bleeding, dyspareunia, device breakage, complication of device removal, partial expulsion of device, embedded device, adenomyosis, chronic cervicitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.